Event description:
It was reported that there was a pocket fill. The actions required as a result of the event included hospitalization. Diagnostic or troubleshooting performed included aspirating the contents to confirm volume. Upon aspiration they retrieved 35 ml from the pump indicating that 5 ml had been injected into the pocket. It was noted that the refill procedure was normal according to the clinic staff and proper procedure was followed. Multiple aspirations during the refill were performed to confirm needle placement. The nurse maintained pressure upon the needle hub for the duration of the refill. It was noted that the product issue was resolved. The patient¿s status at the time of report was alive ¿ with injury. The details of the injury and patient recovery were specified as within 1 hour of the event the patient was hospitalized and intubated. The patient stabilized and was released the following day. The patient had overdose symptoms specified as dizziness and faint feeling. The patient had slowed heart rhythm and the drop in blood oxygen led to the patient¿s intubation. The location of the issue or symptoms was the device pocket. The pump was used to infuse compounded baclofen, dilaudid, clonidine and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n170413018, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported that the hcp acquired a demonstration pump to practice her technique, and discovered when she placed the refill needle between the silicone and the metal of the port, fluid could be aspirated and partially filled in to the reservoir, but fluid also leaked out of the pump. The reporter wanted this listed as a potential cause for the partial pocket fills. [The information regarding the demonstration pump pertains to a different event and will be reported under a different manufacturer's report #. The information regarding the other patient with a partial pocket fill was reported under manufacturer's report # 3004209178-2014-24456].

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the pump removed on (B)(6) 2014 due to a pocket fill experienced on (B)(6) 2014. There was a patient injury. The device removal was device-related and it was noted that the septum of the pump needed to be analyzed. A rotor and dye study was not performed. The removed pump had an estimated 9 months until eri (elective replacement indicator). The pump had delivered dilaudid (9 mg/ml; 2.994 mg/day), clonidine (1700 mcg/ml; 566.6 mcg/day), baclofen intrathecal (1200 mcg/ml; 399.9 mcg/day), and bupivacaine (5 mg/ml; 1.663 mg/day).

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported under manufacturer report # 3007566237-2014-02907. Additional review indicates this information pertains to this manufacturer report. [It was reported that a patient experienced what they believe was a pocket fill the day prior to report. The patient was observed for approximately 25 minutes following the pump fill and had no symptoms after which the patient was discharged. The patient started feeling lightheaded shortly after and went to urgent care. The patient was sent to the emergency department (ed) and by the time the patient arrived the patient had difficulty breathing, was lethargic and was on their way to obtundation. The patient was intubated shortly after arrival into the ed. The pump was accessed while the patient was in the ed and was found to have approximately 35 ml in it and it have had been approximately 40 ml. They assumed the patient received approximately 5 ml of drug subcutaneously. The health care professional (hcp) believed the patient's symptoms were mainly from the dilaudid. At the time of report the patient was ok and had been discharged. The pump was used to infuse clonidine, bupivacaine and dilaudid. If additional information is received, a follow-up report will be sent.] If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.